Event description:
Device 2 of 2 ref MFR report # 1627487-2012-12010. Pt reported that she sustained a first degree burn during charging, approx 45 minutes into the charging session. Pt states she is a registered nurse and self-treated the burn. There was not any blistering or broken skin at the burn site. Pt states the skin did peel as the burn was healing over the following 5 days. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.